Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and half filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. The white clamp is closed. The patient connector was not closed. The original wing cap was not handed over by the customer. Damages were not detected at the sample. After opening the top cap we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone). In addition the sample was filled up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp, starting the pump and waiting for 60 minutes the pump was not working (solution was not running). Leakages were not detected at the sample. The inspected sample is not within our specifications. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility ((B)(4)): easypump doesn't flow.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.